Event description:
It was reported that during a recanalization procedure the guide wire coating peeled. The target lesion being treated was located below the knee (btk). A 182cm v-14 controlwire guide wire was advanced btk and used to complete the recanalization of the vessel. Upon removal of the v-14 wire, the physician noticed that the coating on the wire had begun to peel off and was hanging onto the tip of the wire. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that during a recanalization procedure, the guide wire coating peeled. The target lesion being treated was located below the knee (btk). A 182 cm v-14 controlwire guide wire was advanced btk and used to complete the recanalization of the vessel. Upon removal of the v-14 wire, the physician noticed that the coating on the wire had begun to peel off and was hanging onto the tip of the wire. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device presented with the polymer sleeve section peeled at its most distal side (about 0.4cm damaged). The device is kinked and bent, with a kink at approximately 31cm from the proximal end. There is no evidence of wire fracture. All the outer diameter measurements were found to be within the specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).